Manufacturer narrative:
Date rec¿d by MFR : 26jun2019, date of report : 27jun2019. Service technician remotely troubleshoot with the customer and instructed to bypass the internal exhalation port on the base of the unit and the leak test passed. Customer noted a tear in o ring on the leak test fitting and was advised to replace the leak test fitting. The technician also confirmed this has been resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the system leak test is not passing. The ventilator was not in use on a patient at the time of the reported event.